Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: unknown. Time of device issue: after vessel closure. Adverse event: pseudoaneurysm, hemodynamically unstable, expired. It was reported that a technician trained in the use of the perclose proglide device achieved uneventful arteriotomy closure of the right common femoral artery. After an interventional coronary stenting procedure, the pt's hospitalization was extended for observation. Reportedly, during the observation, the pt ambulated for four days with no groin bleeding. On the fourth day of observation, the pt felt a "pop" and the access site began to bleed. An angiogram revealed the presence of a large pseudoaneurysm at the arteriotomy site. The next day, a non-abbott covered stent was percutaneous implanted at the artery site to stop the bleeding. While in the intensive care unit, the pt became hemodynamically unstable and expired on (B) (6) 2010. The pt was reported to be frail. Though requested, no additional info was provided.